Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vitreous cutter would not cut. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The company representative tested the system and the anterior vitrectomy handpiece. It was confirmed that the handpiece did not meet specification. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was tested and found to meet specifications. The reported event was replicated and attributed to a nonconforming anterior vitrectomy handpiece. However, how or when the handpiece became nonconforming remains inconclusive. (B)(4).